Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The caller request a review of the save-to-disc and it was reported that the right ventricular lead was oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. It was revealed that there was sensing - interference/noise.

Event description:
The caller requested a review of the save-to-disc and it was reported that the right ventricular lead was oversensing. The lead remains in use. No patient complications have been reported as a result of this event.